Manufacturer narrative:
(B)(4)

Event description:
It was reported there was high hvli recorded during implant. The next day the capture threshold was high. Successful retraction and reposition in the rv was achieved. There were no adverse affects to the patient.